Event description:
Customer called to report that the insulin pump did not alarmed no delivery. Customer's blood glucose reading was 367 mg/dl. Insulin finally exited from tubing with manual prime and full set change. Customer was able to prime the pump and it now appears to be functioning as designed. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.